Event description:
It was reported via repair work order that the cpu was not working properly due to the dip switches not set correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.